Manufacturer narrative:
G4: 28apr2020. B4: 29apr2020. The fse (field service engineer) evaluated the device and confirmed that the ventilator was inoperative. The service technician replaced the blower assembly and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24apr2020.

Event description:
The customer reported an air valve liftoff failure. The device was not being used for treatment when the reported event occurred and there was no patient involvement.